Event description:
A total knee arthroplasty was revised and components were returned to MFR with no add'l details provided.

Manufacturer narrative:
Returned device is currently undergoing engineering evaluation. The device history record review provides assurance the part was accepted with conformance to the product requirements.